Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned; therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported events. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed. The instructions for use contain detailed device information and instructions for device use, and there is no evidence that the device was used improperly according to the instructions for use. Additionally, there is no evidence of any issues related to translation, wording, or graphics of the labeling information. The labeling review also confirmed that the reported adverse event, hemorrhage minor, is anticipated and documented in the instructions for use. There is not enough evidence to determine whether the issue was induced due to the technique of the physician during the procedure or were related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2026. It was noted that there was no difficulty setting up the device. During the procedure, the variceal vein was suctioned as normal, but the device would not fire the bands. Doctor attempted a couple of times but due to trauma from the misfire the area became bloody. The procedure wad delayed 15 minutes to switch out this speedband for a new one, the procedure was completed with this new speedband without any issue and there were no patient complications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2026. It was noted that there was no difficulty setting up the device. During the procedure, the variceal vein was suctioned as normal, but the device would not fire the bands. Doctor attempted a couple of times but due to trauma from the misfire the area became bloody. The procedure wad delayed 15 minutes to switch out this speedband for a new one, the procedure was completed with this new speedband without any issue and there were no patient complications.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.